Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received had a severely cracked and bleeding lcd glass. Analysis was unable to test for blank display or partial display due to lcd damage. The insulin pump had a cracked display window and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 14 mmol/l at the time of the call. Parent states customer pump had a blank display and was unable to see the screen. Parents stated there is some damage on the lcd screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.